Event description:
It was reported that a patient was undergoing dialysis treatment on a tablo system. The patient was stable before, during and after treatment. During treatment an alarm was triggered alerting of arterial/venous/transmembrane pressure. Treatment was ended and user was unable to return the patient¿s blood. The user setup for another treatment on the same device with a new cartridge. Again, the same alarms occurred, and user unable to return blood. A total blood loss was approximately 570 ml. Treatment was completed on the same device using a third cartridge. The patient did not experience any adverse events as a result of the blood loss. Note: user states the patient will need blood; however, this cannot be confirmed, other than that patient was noted as in stable condition.

Manufacturer narrative:
The log file for this patient event was reviewed and confirmed that the arterial pressure sensor detected a slow decreased of the console¿s arterial pressure. The investigation confirmed that the arterial pressure sensor is detecting a gradual decrease of the arterial pressure in the bloodlines.¿ the sensor itself is functioning correctly, however the pressure reading may not be representative of the actual pressure within the system¿s arterial bloodline.¿ additionally, the likelihood of this occurring increases with longer treatments.